Event description:
The user facility reports during an orthopedic procedure on a (B)(6) canine, it was discovered the trigger on the small battery drive was sticking. It was reported procedure was delayed for approximately 45 minutes. Reportedly the surgeon used an air drive to complete the procedure. No additional information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. No part received for DHR review, therefore DHR review is deemed to be indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing date; 8/10/2010.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. Changed name to (B)(6).